Event description:
Per the clinic, it was reported that antibiotics were administered as a prophylactic.

Event description:
Per the clinic, the patient underwent a surgical procedure to clean the wound on (B)(6) 2021 under general anesthesia due to swelling and drainage around the incision site. It was reported that the patient was administered with antibiotics (type and duration not reported). The implanted device remains and additional information has been requested but has not been made available as of the date of this report.